Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 19522346.

Event description:
It was reported that the spinal cord stimulator (scs) did not work well for the patient. The patient underwent an scs system explant procedure. The explanted devices were not returned.